Event description:
Caller reported blood glucose results of 32 mg/dl and 280 mg/dl on compact plus system 1, 123 mg/dl or 124 mg/dl mg/dl on compact plus system 2 within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with (B)(6) is for compact plus system 1, medwatch with (B)(6) is for compact plus system 2. Absent the device lot number, manufacture date cannot be determined.